Event description:
A radial jaw was used for a diagnostic bronchoscopy. During the procedure, a sufficient sample could not be obtained as the result of a broken pull wire. The procedure was completed with same device.